Event description:
Pt had returned from coronary artery bypass at 11:47. Dopamine IV gtt, profolol IV gtt, ns IV gtt infusing; amicar and levophed were hanging but not dripping. Omniflow on pt at arrival, display not viewed by nurse upon return. Noted sbp 90's decreasing to 70's while settling pt, nurse went to turn on dopamine IV gtt and noted that display looked like "gibberish", not readable on digital read out; appears to be backwards letters and/or upside down letters. Called another nurse who turned off omniflow pump for about 1 minute and then back on, reprogrammed all IV drips; approx 30 minutes later, omniflow pump again not readable. Omniflow never alarmed that problem. After second episode, nurse immediately got plum pump and changed all tubing appropriate to plum, re-hung drips, some of the drips had to be remixed per the nurse.